Event description:
The dexcom g7 is dangerous. It gives inaccurate readings which causes the pump to correct for you and give you too much insulin, which results in low blood sugars that you need assistance from. Way off! It's actually 61 and the dexcom g7 says 170. Or the other way around. It's actually 160 and it says it's 65 and it's got the pump cut off. It bleeds through the hole often. It won't calibrate and causes irritation on the skin. The pump cannot be moved more than a couple inches from the sensor or the signal goes out. It has caused me to need help with my diabetes episodes on numerous occasions and I'm surprised that it didn't seriously hurt me. For those reasons I switched back to the g6. Still have the g6 connected to my pump and have had no issues. I believe that the g7 needs to be recalled and looked into before it causes someone to die because of a low blood sugar that it is registered as a high by the g7 and tricks the pump into still giving insulin for. It is not safe. I have no test except the continued calls and emails to dexcom because it was malfunctioning.